Event description:
It was reported that there was a lead warning for increased impedance on the atrial lead. The device was reprogrammed and the lead remains in use for sensing only. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.